Event description:
A salem sump nasogastric tube was placed for decompression. The bard prevent anti-reflux filter was placed upside down in the air vent. The tube was not decompressing patient's stomach, and patient was able to vomit around tube. During nursing peer review, it was identified the product's instructions are not clear on way to insert. The instructions state "firmly seat tapered end of anti-reflux filter in blue air lumen vent of ng tube." The registered nurses (rns) involved and other rns asked about the placement of filter felt the package instructions left too room for interpretation and it was not clear. The rns would like more description of insertion blue end into the blue air vent or an arrow to show direction for insertion. Currently the device has a label stating infuse air only.